Manufacturer narrative:
Visual evaluation:" visual analysis of the photographs identified: red particle material on the shell, opening, red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Additionally, healthcare professional reported capsular contracture, baker grade I.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: d.1., d.2., d.4., d.6., d.7., g.1., g.5., h.4.

Event description:
Healthcare professional reported explant of "defective left side device". The device was explanted.

Manufacturer narrative:
Reason for reoperation: defective implant. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported explant of "defective left side device". The device was explanted.